Manufacturer narrative:
Haemonetics received a reported complaint for a damaged pneumatic pcb reported by the customer's on-site technician april 17 2019. The defective pneumatic pcb was returned to haemonetics for further evaluation and a replacement pcb was sent to be installed by the customer's on-site technician for problem resolution. The on-site technician will perform all repairs necessary and calibrate the device to ensure all parameters meet manufacturer specification prior to being returned to service. On september 27 2019 the defective pneumatic pcb was evaluated and evidence of thermal decomposition was observed. Connector j1 had visible burn marks present. This failure was discovered during the power on self test (post) protocol prior to the start of any procedure, there was no donor or patient involvement. The failure did not result in an electrical fire. The device must pass the post protocol prior to being able to introduce a donor and initiate an apheresis procedure. The device will detect any hardware failures and will not pass the post until the device has been repaired, preventing risk of injury to the donor as a result of a hardware failure. There were no injuries reported as a result of this incident, however haemonetics has previously submitted reports of thermal decomposition observed within a device, as a result this incident is deemed reportable.

Event description:
Haemonetics received a reported complaint for a damaged pneumatic pcb reported by the customer's on-site technician april 17 2019. The defective pneumatic pcb was returned to haemonetics for further evaluation and a replacement pcb was sent to be installed by the customer's on-site technician for problem resolution. The on-site technician will perform all repairs necessary and calibrate the device to ensure all parameters meet manufacturer specification prior to being returned to service. On september 27 2019 the defective pneumatic pcb was evaluated and evidence of thermal decomposition was observed. Connector j1 had visible burn marks present. This failure was discovered during the power on self test (post) protocol prior to the start of any procedure, there was no donor or patient involvement. The customer did not report any incident of electrical fire. No injuries reported.